Event description:
It was reported that at the interrogation, the device was found to be in reset status. It was also reported that the mode and rate cannot be re-programmed and no data is displayed in the battery and lead measurement screens. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Measurement system lock-up issue.